Event description:
The rptr has had good success with this unit, even to the point of being featured in magazine at one point, rptr has not had very good response from co regarding software problems, new updates, etc. Several yrs ago user sent a computer diskette to co repairs division showing that rptr had a rhythm alarm on a pt. This is not unusual, as that is what the machine is supposed to do. The problem is, the pt was conscious and breathing. As one can guess, user ignored it and went on to treat the pt as per protocol. User felt this was probably just an isolated incident, so they chose to ignore it. When this happened again, rptr made a copy of the rhythm and sent it in. Rptr never heard back from the co. Since that time, the same has occurred many times. User has gotten used to it, and ignores it, but feels that the situation needs to be corrected. Many times when user monitors a pt with the three leads, they get the alarm, telling user to attach pads. In many cases, these alerts have gone on long enough that someone could have made a mistake and had time to place pads and initiate a shock to a pt. This could happen if a pt is unconscious and the person operating the unit, in their haste to save a life, fails to check properly for a pulse, and assuming there is none, shocks the pt. "Has this occurred on all of your machines? If not, why are we getting these alerts? What can we do about them?" By way of info, rptr has the 1500 power up in the semi-automatic mode. If rptr needs to, and a paramedic is present, user can override that mode, but it is rare that they need to. "Please let me know what we can do about this problem and how wide spread it is."